Manufacturer narrative:
A speedband superview super7 device was returned for analysis. A visual examination of the returned device found that the ligator head and ligation bands were not returned. The suture was broken and approximately 36 cm of the proximal portion was attached to the trip wire loop. The distal portion of the suture was not returned. The trip wire was secured in the handle slot and the proximal portion had been cut off by the user and was not returned. The trip wire had scored and gouged the slot, post, spool and cross pin. A functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it could not be functionally verified that the bands failed to deploy during the procedure. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6) 2015. According to the complainant, during testing for the procedure, the physician successfully deployed the first ligation band. The physician attempted to release the second ligation band in the patient by turning the handle; however, the band failed to deploy. No issue was noted setting up the device. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable in the pacu.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6) 2015. According to the complainant, during testing for the procedure, the physician successfully deployed the first ligation band. The physician attempted to release the second ligation band in the patient by turning the handle; however, the band failed to deploy. No issue was noted setting up the device. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable in the pacu.

Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.